Manufacturer narrative:
This product is manufactured in switzerland. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -11.50/+2.0/120 diopter, in the patient's right eye (od) in 2014. The lens was explanted on (B)(6) 2017 due to glare and halos, the patient had large pupil size. The lens was exchanged for another same size (13.2 mm) but different diopter (11.0/+2.0/109) lens. The lens exchange resolved the problem. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
A lens work order search was performed. No similar complaint type events were found (B)(4).